Event description:
The customer reported during set up, the thermogard xp ivtm system, sn (B)(6), alarmed that the pump lid is open and will not deliver therapy. No patient involvement.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system, sn (B)(6), alarmed that the pump lid is open and will not deliver therapy was confirmed during visual inspection and functional testing. During internal inspection of the console, evidence of fluid intrusion was observed underneath the raceway. The likely root cause of the pump lid issue was saline damage to raceway hall sensor and pump rotor. During visual inspection of the thermogard console, saline damage to pump rotor was observed, related to the reported complaint. The thermogard console failed the initial functional test, failing the pump lid sensor test. The pump lid sensor will not recognize that the door is closed, and therapy cannot be started. The pump raceway assembly was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(6).